Event description:
Country of complaint: (B)(6). It was reported that the bile duct separated from the challenger. Components in use listed as concomitant devices are: pl579t / challenger ti-p ml-ligat.clips 12 cartr. Pl536r / shaft compl.d:10mm l:370mm. Pl520r / challenger ti-p handle.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the jaw parts. Here we found a deformed jaw and visible damage. Additionally we made a visual inspection of the cartridge. Here we found a broken off ending. Furthermore we made a visual inspection of the fracture surface. The measurement of the device could not carried out by the quality assurance of the production department because one jaw is bent and so that the instrument is inoperable. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: according to the production department there is no production error. The lot number is according to the specification, valid at the time of production. The results were entered in the wrong line. According to the quality standard and DHR files, a material defect, production and design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. Without further knowledge about the circumstance there is the possibility for a mechanical overload situation as the causal factor and these will result in the deformed jaw parts and breakages. There is the possibility of torsion or high leverage with the instrument. No CAPA is necessary.